Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that OEM ss 20mm vented vial access device had foreign matter. This occurred on 160 occasions. The following information was provided by the initial reporter: material no: oe0420r batch no: 212004 it was reported that black stains were found on the filter.

Event description:
It was reported that OEM ss 20mm vented vial access device had foreign matter. This occurred on 160 occasions. The following information was provided by the initial reporter: material no: oe0420r batch no: 212004. It was reported that black stains were found on the filter.

Manufacturer narrative:
Investigation summary one oe0420r sample from lot 212004 was received without packaging for investigation. A visual inspection confirmed the customer¿s experience as two areas of embedded black particulates were observed on the air vent of the vial access device (appendices 1 and 2). The details of this feedback were forwarded to the legal manufacturer, yukon medical llc, for investigation. Their analysis confirmed that the contaminant is likely to have been burnt granules from the raw material that have been embedded into the plastic of the air vent filter during the injection moulding process. A review of the production records for lot 212004 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against products manufactured at this manufacturing site.